Event description:
The implantable neurostimulator was overdischarged. The hcp reported that spinal cord stimulator stopped working. The patient experienced lack of effect and preexisting pain. The lead and stimulator were replaced. The patient outcome was reported as 'no injury'.